Event description:
It was reported that when using the bd pyxis¿ medbank tower, user unable to login to mql lead to accesses expired meds. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was not able to login. The technical support specialist (tss) logged into myqlink (mql) and identified that the user¿s access had expired. The affected user was unable to log in due to an access expiration. Tss advised that the user must contact the system administrator to renew access. The system functioned as intended after the technical support specialist (tss) investigated the issue.